Manufacturer narrative:
Date of postoperative adjacent level disease development is unknown. This report is or two (2) unknown locking/set screws:uss/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent a revision surgery due to adjacent level disease. Patient was initially implanted with universal spinal system (uss) and was being revised to a non synthes system. The surgeon revised the patient to extend fusion one level above the already fused l5-s1 level. During the surgery, the tip of a 2.5mm setscrew extractor broke off in the pedicle screw, while the surgeon was attempting to back out the pedicle screw . All fragments were successfully removed and the patient outcome was reported to be "good" at the end of the procedure. This report captures revision surgery due to adjacent level disease. The intraoperative issue setscrew extractor breakage is captured under related complaint (B)(4). This report is or two (2) unknown locking/set screws: uss. This is report 1 of 4 for complaint (B)(4).